Event description:
Reporter indicated, a vns therapy patient presented with increased seizures. The relationship of the seizures to the patient's pre-vns baseline is unknown. The physician interrogated the generator and found the patient's generator settings were set to 0.00ma output current. The physician believes, a system diagnostic test might have been interrupted at the patient's last visit, which can cause the generator reset. The patient was re-programmed to the intended settings. Subsequent diagnostic testing were within normal limits; however, it was revealed, the patient's generator was at end of service. Good faith attempts to obtain additional information have been unsuccessful to date.